Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-04181. It was reported ((B)(6)) the patient was experiencing charging issues and was not receiving effective stimulation for right sided occipital neuralgia. It was determined the ipg had rotated in the pocket. The patient underwent surgical intervention where the ipg and lead were replaced with new ones.

Manufacturer narrative:
Corrected data: model changed from 3280 to 3286. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2: reference MFR report: 1627487-2016-04181.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report: 1627487-2016-04181. Follow up information identified the patient is now receiving effective stimulation.